Event description:
It was reported that the customer experienced blood glucose readings of 515 mg/dl was treated with a manual shot. Customer believes the issue was related to the site and not the insulin pump. It was also mentioned that the sensor feels loose and shifts a lot. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.